Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00210.

Event description:
It was reported that the tips of two polaris plug drivers started to strip and at the end of the case, the doctor asked they be replaced. There was no reported patient harm. This is report one of two for this event.

Event description:
It was reported that the tips of two polaris plug drivers started to strip and at the end of the case, the doctor asked they be replaced. There was no reported patient harm.this is report one of two for this event.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tips of both drivers were twisted. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to applying off-axis forces on the driver during use. DHR review : per DHR review, the parts were likely conforming when they left zimvie control. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.